Manufacturer narrative:
The insulin pump was received with blank display due to a corroded electronic assembly. Corrosion was also found on the keypad traces and motor home switch. The unit was received with a cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer fell into the pool while wearing the pump and now there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.